Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining a troponin (accutni) result above the ami cut-off for one patient's sample generated by the access 2 immunoassay system. The erroneous result was not reported out of the laboratory. Upon repeat, the sample resulted within the normal reference range. There was no report of death, injury, or change to patient treatment in association with this event.

Manufacturer narrative:
Specific sample collection device and centrifugation information have not been supplied to date. Per the complaint record, a passing accutni calibration curve was performed on (B)(6) 2011. Three levels of accutni qc were within customer's established range prior to and after the event. Customer also contacted bec customer technical support (cts) on (B)(6) 2011 for erratic qc, particularly with accutni. A bec field service engineer was dispatched on (B)(4) 2011 for this event. The fse found a non-standard substrate probe. The fse also found the aspirate probe #1 was bent and the main pipettor was worn. The fse adjusted the mixer speed and the luminometer. The fse ran the system check and high sensitivity system check and both tests passed within specifications. Although hardware issues were addressed, no root cause could be determined for this event.